Event description:
It was reported that on (B)(6) 2010, the patient underwent a xience v stenting procedure in a restenosed previously non-abbott stented lesion in the third left posterolateral coronary artery. On (B)(6) 2011, the patient underwent a routine coronary angiography which showed a 70.7% restenosis. The (B)(4) study was positive. There was no reported treatment or coronary revascularization performed. There was no additional information provided.

Event description:
Subsequent to the initial medwatch report, it was learned that on (B)(6) 2011, the patient was hospitalized and underwent percutaneous coronary revascularization in the index lesion on (B)(6) 2011. The patient was discharged from the hospital on (B)(6) 2011. There was no reported adverse patient sequela. There was no additional information provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Device (B)(4) - indication for use, stent implanted in a restenosed previously stented lesion there was no reported product deficiency and the product was not returned. Ischemia and restenosis are known adverse events as listed in the xience v instructions for use (IFU). Although a conclusive cause for the reported patient effects and the relationship, if any, to the device could not be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling. It was reported the xience v was used for treatment of a previously implanted restenosed stent. It should be noted the IFU states: the xience v everolimus eluting coronary stent system (xience v stent) is indicated for improving coronary luminal diameter in patients with symptomatic heart disease due to de novo native coronary artery lesions. Safety and effectiveness of the xience v stent have not been established for subject populations with in-stent restenosis. It does not appear that the reported off label use of the xience v contributed to the reported patient effect.